Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that this lead continued to exhibit high out of range impedances of greater than 2,000 ohms. The lead also exhibited decrease sensing, increased thresholds and noise with patient breathing and isometrics. A lead revision was therefore performed. The lead was successfully extracted and replaced, and was sent to the hospital's pathology department. It was noted that the patient had been symptomatic due to the fact that the device had to be programmed to vvi due to this ra lead issue.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out of range impedances of greater than 2,000 ohms and loss of capture. A lead fracture was suspected. It was noted that a chest x-ray was ordered for the patient. No adverse patient effects were reported.